Event description:
The customer reported the system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The solder joints on the power supply was repaired. Also, the circuit boards were reseated and the software reloaded. The system was then found to be operating as intended.